Manufacturer narrative:
Corrected information was provided in d10 (concomitant). Upon review, it was identified that it was inadvertently omitted from the initial report. H10: added related device report number. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the low or blocked pump flow was not determined due to insufficient clinical details and unreturned product and logs for further investigation.

Event description:
A sixty nine year old male patient with a medical history of coronary artery disease, prior coronary artery bypass surgery, diabetes mellitus, chronic kidney disease stage three, chronic obstructive pulmonary disease, and congestive heart failure with an ejection fraction of fifteen to twenty percent presented with decompensated heart failure that did not improve despite two intravenous medications to support heart muscle contraction. An impella 5.5 device was placed as part of evaluation for advanced therapies. Continuous renal replacement therapy was initiated on the second day of support. On the seventh day, the patient developed swelling of the right arm, and vascular ultrasound demonstrated a right internal jugular vein deep vein thrombosis, which was unrelated to impella. The patient was receiving bivalirudin anticoagulation at therapeutic levels. Computed tomography imaging showed a small and stable hematoma in the axillary region, and no intervention was required. The patient continued to undergo evaluation for potential heart transplantation. On the tenth day, an additional medication to support heart muscle contraction was added to complement continuous renal replacement therapy. On the forty fourth day of support, the patient was started on inhaled iloprost (vilitri) for pulmonary hypertension to improve left ventricular preload. By the fifty fourth day, the patient was off continuous renal replacement therapy and off inotropic medications and was re listed for combined heart and kidney transplantation. After approximately three months of support with the initial impella 5.5 device, a new impella 5.5 device was implanted and the original device was removed. On day ninety, the first day with the new device, the patient was stable at performance level seven. Attempts to increase to performance level eight resulted in suction alarms, and higher flow levels could not be achieved without suction. Repositioning was not attempted due to challenging anatomy and comorbid conditions. After ninety four total days of impella support, the patient was successfully bridged to heart transplantation. Two 5.5 pumps. Three cis: ci-49075 access issues, +purge issues, high purge pressure leads to tpa push, then device exchange [pump 1] ci-52710 is same complaint above on purge, then voided and merged with ci-49075 [pump 1] ci-52874 second pump, suction/position issue. Team unwilling to reposition, and note "borderline adequately supported" given pump + inotropic and pressor support. Interpret as medication required to manage this support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D1. Brand name corrected. D4. Catalog, serial and primary UDI number corrected.